Event description:
On (B)(6) 2023, it was reported by a sales representative via phone that (qty. 2) of an ar-1588tn-21 tightrope ii abs, implant open, and an ar-1588btb-2j tightrope ii btb, with deploying suture were not sliding when fixating on the graft. The case was completed using another ar-1588tn-21 tightrope ii abs from a different lot, which caused a case delay of 45 minutes without adverse effects on the patient, and no fragments were left inside the patient. This was discovered during an allograft acl procedure on (B)(6) 2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is a user error.